Event description:
The customer alleges the green washer on the bulb component fell off/missing. The customer also alleges without the washer in place the handle is heating up. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint cannot be confirmed because the defective sample was never returned for investigation. Therefore, the root cause cannot be established. There are no corrective/ preventative actions assigned and no further action is required.